Event description:
It was reported that when using the pyxis medstation es system mprep3 lacked the capability to power the device, preventing the user from removing medications for a patient. The customer stated that the user checked the power source, unplugged and replugged the power cord and restarted the pyxis a couple of times, but the issue persists. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the all-in-one would not power on and found that the drawer controller board was defective, not allowing the unit to power up. A field service engineer replaced the drawer controller printed circuit board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.